Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output occurred. An external visual inspection was performed and passed. The receiver was charged and booted up successfully. Function testing as performed and passed. An audio and vibration test were performed and passed. A try it test was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver was opened for further evaluation. An internal visual inspection was performed and passed. A speaker audio and vibration test were performed and passed. The speaker was measured, and the resistance were within specification. The allegation could not be confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an intermittent audio output was reported. The patient¿s wife stated while she and the patient were asleep, the receiver did not alarm when the patient¿s blood sugar went low. When she woke up, she noticed the patient was breathing weird and when she tried to wake him up, he was unresponsive. She called for emergency services who transported the patient to the hospital. She stated on the way to the hospital the patient was in 'cardiac failure' and was given what she thinks was glucose to bring the patient¿s blood sugar up. She could not recall what treatment was made at the hospital, but the patient was released after eight hours. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.